Manufacturer narrative:
The customer inspected the instrument and found the trigger cap was damaged. The customer replaced the arc sens lvl trg which resolved the issue. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for isr60958 revealed no additional tickets for false depressed tsh patient results. A review of tracking and trending for the archictect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the arc sens lvl trg did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the archictect i2000sr for serial isr60958 or the arc sens lvl trg were identified.

Event description:
The customer observed falsely decreased architect tsh result generated by the architect i2000sr processing module for a patient. The sample was repeated on another instrument and the result was normal. The following data was provided: customer¿s reference range: 0.35 to 4.94 iu/ml. Sid (B)(6): initial result = <0.003 iu/ml, repeat result = 1.295 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh result generated by the architect i2000sr processing module for a patient. The sample was repeated on another instrument and the result was normal. The following data was provided: customer¿s reference range: 0.35 to 4.94 iu/ml. Sid (B)(6): initial result = <0.003 iu/ml, repeat result = 1.295 iu/ml . There was no impact to patient management reported.